Manufacturer narrative:
(B)(4) .insulin pump was received with normal operating currents and no blank display noted. Insulin pump was received with broken battery tube threads and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Details that led to the event and add relevant information if applicable. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.